Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) revealed that the ins passed functional testing; however, foreign material was observed in the ins connector port. An impedance test was performed in 0.9% saline solution and good impedances were observed using a clinician programmer. There was good stable output on all electrode pairs and telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be submitted when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the high impedance was not determined; however, the patient was seen in the office for follow-up one week later and impedances were clear. It was noted that there was blood in the header of the ins that was explanted. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID 3889-28 lot# va1d3rj serial# implanted: (B)(6)2017 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient who was implanted with a neurostimulator for urinary dys function/sacral nerve stim and gastrointestinal/pelvic floor. Rep reported that patient had a fall but not on the implantable nuerostimualtor (ins). They did not know when the fall happened. Patient indicated they had a loss of therapy. Patient had lead vision surgery on the day of this call. The lead was replaced and motor response was good on each of the contacts. Rep stated there was blood in the header and they tried to suck it out. They tried to stick sutures in there and was able to move small amount but not much. They twisted the ins on the lead and made impedance worse. They tested the lead at higher amplitudes 2.7v and 300 as they did before and it still read over 4000 ohms. They tested bipole pair and one pair provided motor at 3v. They changed out the ins and checked impedance on the new ins at 2v 360 and found all case combination were good. They tried 2 bipole pairs that provided benefit at 2v. They were going to try another bipole pair. It was indicated that troubleshooting resolved the reported issue. There were no further complications that have been reported as a result of this event.